Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) would not switch to continuous compression mode" was not confirmed during functional testing and based on the archive data review. Autopulse platform was able to switch to continuous compression mode and non-continuous compression mode with no issues. There was no physical damage observed on the returned autopulse platform during the visual inspection. A review of the autopulse platform archive was performed, and no significant discrepancies were observed. The autopulse platform failed initial functional testing due to user advisory (ua) 12 (lifeband not present) displayed upon powering up the device, unrelated to the reported complaint. The belt clip switch assembly was set parallel to its chassis to remedy the fault. The platform was then further tested, and the autopulse platform was able to switch modes between continuous compression and non-continuous compression, and therefore, the reported complaint was not confirmed. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification.

Event description:
During shift check, while testing the autopulse platform (sn: (B)(4)), it was noted that the autopulse platform would not switch to continuous compression mode. No patient involvement.